Manufacturer narrative:
A ge representative evaluated the system and repaired the power cable. System operates as intended. (B) (4).

Event description:
Customer reported the power cable is frayed. No patient injury was reported.